Event description:
It was reported that the water temperature increased at 27c during use for a patient on a manual mode. Imi check the operation at the customer site, but problem was not found. On the therapy, the cooling pad was reused by the hospital staff and it was not reproduced after replacing the pad. Investigation was performed at the customer site and the device did not return to imi. Per evaluation, the insufficient cooling confirmed due to bad mixing pump which was exchanged. Circulation pump head also exchanged.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water temperature increased at 27c during use for a patient on a manual mode. Imi check the operation at the customer site, but problem was not found. On the therapy, the cooling pad was reused by the hospital staff and it was not reproduced after replacing the pad. Investigation was performed at the customer site and the device did not return to imi. Per evaluation, the insufficient cooling confirmed due to bad mixing pump which was exchanged. Circulation pump head also exchanged.